Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not returned to the center for further follow-up. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly underwent an MRI procedure with the internal magnet in place. The magnet was displaced. Revision surgery to replace the magnet is scheduled.